Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported by the representative that the site states that the reported issue occurs in the first procedure of the day and then does not replicate in the surgeries that follow. It was noted that the issue occurs in that the localizer becomes disconnected right before and after registration. The representative was unable to replicate the reported issue. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Event description:
A medtronic representative reported that, while in a cranial resection, the navigation system displayed that the localizer was not connected. The reported issue occurred when performing the point merge registration method and when about to verify instruments for the procedure. The navigation interface unit (niu) was then switched off and back on to restore functionality. There was a reported delay to the procedure of two minutes due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: upon further follow-up, the medtronic representative reported that they have not been able to recreate the issues and have had several successful cases since without issue.

Manufacturer narrative:
Correction: on medical device report (MDR) follow-up # 1, aware date should be september 6, 2017.

Manufacturer narrative:
The in/out hub for the navigation system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.